Event description:
The pt had previous surgeries and had a femoral popliteal graft. The dr predilated with a 5fr dilator and the catheter was placed via the left groin to the left lesion and right superficial femoral artery with no complications. Catheter was removed to place sheath for angioplasty. Fluoroscopy revealed the two radiopaque bands were located over the wire guide at the end of the sheath. A snare was placed to grasp the end of the wire guide. After some manipulation, the bands and wire guide were removed.